Event description:
A patient reported experiencing inaccurate erratic results with a fast takemeter. The patient's blood glucose results were 468 mg/dl and 81 mg/dl. Tests were done 10 minutes apart. Patient did experience any adverse events. No further information has been reported.